Manufacturer narrative:
The product investigation was completed. Device evaluation details: the carto vizigo sheath device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record evaluation was performed for the finished device [00002537] number, and no internal action related to the reported complaint condition were identified. The resistance issue reported by the customer was confirmed due to the hemostatic valve dislodgement. The potential caused of the damage on the valve could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and post procedure the bwi product analysis lab identified that the hemostatic valve was dislodged inside of hub component. During the procedure, the inner sheath could not advance in the outer sheath due to the impediment. There was no resistance when removing the sheath. The second device sheath was used to complete the operation. There was no report on adverse event on patient.